Event description:
Pt reported that they were admitted to hosp in 2004 with a diagnosis of diabetic ketoacidosis (blood glucose=500-535 mg/dl) - treatment received: IV fluids. Pt was released from hosp in two days.